Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the peeling coating. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled, due to deterioration. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The customer¿s allegation was confirmed. Waterproof failure; due to a broken channel tube. And the aspiration quantity was out of standards; due to the broken channel tube. Additional device evaluation findings were as follows: angulation in the up direction was out of standards; due to the worn angle-wire. The gap on the angulation stopper lever was out of standards; due to the worn angle-wire. The connecting tube was dented; due to physical stress. The light guide lens was discolored; due to deterioration caused by chemical stress. The adhesive on the distal end was peeling; due to deterioration caused by chemical/physical stress. The electrical connector was corroded, the electric contact on the ultrasonic connector was worn, there was a black scratch on the image; due to the broken charged coupled device unit. And the acoustic lens was broken. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported to olympus, that the evis lucera ultrasonic bronchofibervideoscope had leakage from the channel. The issue was observed ,during preparation for use on an unknown diagnostic procedure. The procedure was completed using a similar device and there was no injury to the patient. And there was no delay in the procedure. The device was returned to olympus for a device evaluation, and the customer¿s allegation was confirmed. The device evaluation also found that the coating on the connecting tube is peeled off (over one square millimeter). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.